Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called on behalf of his son who was unable to test due to his adc glucose meter not powering on with button press or test strip insertion. Customer further reported experiencing symptoms of vomiting, diarrhea, and loss of consciousness. Customer had contact with a healthcare professional who diagnosed him with diabetic ketoacidosis (dka) and was administered "insulin, glucose, and antibiotic" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This serves as a correction report. Section model no, unique identifier (UDI), and PMA/510(k) # were incorrectly documented in initial report . The correction has been made.

Event description:
A customer called on behalf of his son who was unable to test due to his adc glucose meter not powering on with button press or test strip insertion. Customer further reported experiencing symptoms of vomiting, diarrhea, and loss of consciousness. Customer had contact with a healthcare professional who diagnosed him with diabetic ketoacidosis (dka) and was administered "insulin, glucose, and antibiotic" as treatment. There was no report of death or permanent injury associated with this event.